Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and reagent and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed that the tips were not taken up properly. The fe adjusted the tip take up and recalibrated the tips over the primary and secondary racks. The fe performed splld checking procedure for samples and reagents. All tests passed. Repairs have returned the instrument to expected operation.